Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the patient was having issues charging the controller and the issue began about a week ago. Caller stated they thought the controller was just dead so they put it to charge for a while and they set it aside. Caller noted they tried to charge the controller this weekend and it just kept saying device not found and can't recharge. Caller spoke with manufacturing representative (rep) via text on friday and rep told them to do a couple things but that didn't resolve the issue. Agent instructed caller to check for damage; no visible damage to the controller port, ac power suppl, recharger and controller compartment pins and li battery pack contacts. Agent walked caller through removing the battery pack and plugging controller into the ac power supply cord; caller confirmed controller powered on. Caller inserted the battery and confirmed no green light was not flashing on the controller. Caller confirmed that the ac power supply cord had a green light when plugged into the wall. Agent walked caller through resetting controller and caller confirmed no green light on controller. Agent instructed caller to remove ac power supply from controller and caller noted the controller went black when removed from the cord. Controller only powered on when plugged into the ac power supply. The issue was not resolved. An email was sent to the repair department to replace the battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97745bp battery pack (bp) (s/n (B)(6)) revealed that battery pack was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.